Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.